Manufacturer narrative:
The reported issue is readily detected and poses minimal risk to patient safety. The failure to perform measurements would generate an inop message and alarm tone that would alert users to a problem. Appropriate actions would be taken per hospital protocol. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury.

Event description:
The customer reported the (B)(4), ECG trunk cable failed. There was no reported patient incident/injury.